Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported image issue. When connecting the customer's video baton to a known, good, test monitor and test smart cable, the image did not cut out even when the connection between the baton and cable was manipulated. The camera image quality test was performed and passed. Upon completion of the evaluation the returned glidescope video baton 2.0 was scrapped due to the customer already being provided a replacement glidescope video baton 2.0. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently disappear when the video baton was manipulated. The procedure was completed using another glidescope core 10-inch system, which was made available in an unspecified amount of time. No harm to the patient or user was reported. After the procedure, the biomedical engineer was able to isolate the reported intermittent image to the glidescope video baton 2.0 large after testing it with another smart cable.